Event description:
It was reported that the attachment was overheating. It was reported there was no patient involvement.

Manufacturer narrative:
H3 product analysis: evaluation could not able to perform due to corrosion. It was noted also that it is difficult to insert the tool into the attachment, the lock twist was found jammed, the bearings are broken and corroded, and the output drive shaft assembly was found corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.